Event description:
Related manufacturer ref: 3008452825-2022-00088, 3008452825-2022-00089, 3008452825-2022-00090. During a premature ventricular contractions ablation procedure, two catheters experienced an issue where the contact force did not display. Both catheters had been inserted into the patient. The tactisys connections were then checked with no resolve. A third catheter was used and the same contact force issue occurred, but the catheter was continued to be used without contact force and the procedure was completed with no adverse consequences to the patient. Due to the issues, a prolonged procedure occurred.

Manufacturer narrative:
One tactisys¿ quartz was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior chassis. The quartz was powered on and audible beeps were observed. This indicate the quartz successfully booted and communication was established. A known-good catheter was connected, and valid contact force was observed. A fiso diagnostic verified all fiso compact module signals were within specifications. The field reported event was not reproducible as the quartz was left-on for an extended period and no anomaly was observed. Communication and valid contact force were maintained. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event could not be conclusively determined as the returned tactisys functioned as expected throughout investigation.